Event description:
During baxter's evaluation of the spectrum pump, it was discovered to alarm for "door not fully latched."

Manufacturer narrative:
Manufacturer reference no.: (B)(4). The device was received and evaluated by baxter. Evaluation found that the force required to secure the door on this pump was above expected levels, and if not applied would cause the unit to alarm for "door not fully latched." The door hooks and latch pins were replaced to correct this deficiency.